Event description:
It was reported by the pt that following anterior and posterior repairs in 2008, the ends of the mesh on the anterior side had frayed and were poking through her vaginal wall. Additional information has been requested from the pt but not yet received. No physician name or facility name received for follow-up. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.

Manufacturer narrative:
The lot number is unk therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow-up report when/if this product is returned for evaluation or additional information becomes available.